Manufacturer narrative:
Pump received intermittent button response due to flattened up button dome switch. Pump monitored in 50 c oven for several days and no button error alarm noted. No unexpected scrolling display during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched keypad overlay and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was performed. The device was returned for analysis.